Manufacturer narrative:
Additional patient information received. Reference section a.

Event description:
The customer contacted physio-control to report that their device was not providing a rhythm from the pediatric pads and after applying adult pads, they still had no rhythm. It was reported that another device was used and there was no adverse affect to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the device and was not able to duplicate the reported issue. The device shoulder strap, display screen, feet, and battery pins were replaced as a precaution. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device was not providing a rhythm from the pediatric pads and after applying adult pads, they still had no rhythm. It was reported that another device was used and there was no adverse affect to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.